Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via email that the customer had issues on the insulin pump. It was reported that the insulin pump had scratches on the screen, had depleted battery life, rewind was slower and insulin pump rejected new batteries. The customer's blood glucose was unknown at the time of incident. The insulin pump will not be returned for analysis.